Event description:
Customer states that a lab read 148mg/ dl or 146mg/dl while the device read 311mg/dl. No action was taken based on device result and no treatment was received. No quality controls were used. Customer discarded suspect vial of strips.